Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via a merlin.net transmission. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received states that programming changes were made to the device for previous reported oversensing. Another instance of post paced t wave oversensing was observed via review of a merlin transmission. Further programming changes were discussed; however, physician decided to continue to monitor. The patient was stable.